Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2016 with the following findings: investigation revealed that the battery compartment was cracked, the battery cap threads were stripped, and the battery cap could not secure to the pump. A test battery cap was able to secure to the pump. Additionally, there were lines through the display. The pump was opened, revealed a failed display flex. The damaged display was replaced with a test display, and the test display functioned normally. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged, there were lines through the display, and the battery cap was damaged. This report is made based on results of investigation completed on 06/23/2016.

Manufacturer narrative:
Follow-up #1 date of submission 07/22/2016- correction: report # 2531779-2016-17256 takes place of the report # 2531779-2016-16340. Please disregard report# 2531779-2016-16340 as it constitutes a duplicate to a previously submitted report. The report # 2531779-2016-17256 will be used in all further communications regarding the event.